Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the battery pocket was painful, uncomfortable and was moved. The charger wouldn¿t charge and the they couldn¿t interrogate with the clinician programmer or the charger. No environmental or patient factors were reported that may have led to the issue. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they didn¿t know why it wouldn¿t charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had the ins explanted on the monday following their meeting with the rep. No further complications were reported/anticipated.